Manufacturer narrative:
(B)(4). The actual device batch number associated with this event is not known. The possible batch numbers are reported as follows: batch (B)(4); expiration date: 10/31/2021. Date of mfg.: 11/17/2016. Batch (B)(4). In addition, a review of the batch manufacturing records for the possible batch number batch (B)(4) was conducted and the batch met all finished goods release criteria. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you verify which suture type was used? What was the date of the procedure? What tissue layer was the vicryl suture used on during the spine procedure? What was the condition of the tissue (normal, diseased, weakened)? How was the suture placed (interrupted or continuous)? What date did the patient experience symptoms of dehiscence? Was there any patient event prior to symptoms (fall, cough, etc)? Can you describe which tissue layer and size of the ¿dehiscence¿ in mm? What is the surgeon opinion of contributing factors to the dehiscence? What was the date of the second procedure? Can you describe the appearance of the vicryl suture during second procedure? Were the suture knots intact and the suture found broken? Was the suture intact and pulled away from the tissue? What tissue was cultured to identify the infection (ecoli)? What is the surgeon opinion of contributing factor to the infection? Was any medical treatment/ intervention indicated for the infection? Is the surgeon alleging that the suture led to the infection? Is the surgeon alleging that the suture led to the dehiscence? What are the patient age, weight, past medical and surgical history? What is the current condition of the patient? Representative samples of j683, lot klz383 and kmz872 were returned for evaluation. Visual inspection was performed of the appearance, packaging, packaging seals and suture and no defects were found.

Event description:
It was reported that the patient underwent lumbar fusion on an unknown date and suture was used. Approximately two weeks post operative, the patient experienced an infection and a wound dehiscence. It was reported that the infection was identified as ecoli. It is unknown how the infection was treated and the patient underwent a second operation to address the dehiscence. The patient¿s current condition is unknown. Additional information has been requested.

Manufacturer narrative:
A review of the batch manufacturing records for the possible batch number (B)(4) was conducted and the batch met all finished goods release criteria.